Manufacturer narrative:
(B)(4). As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Approximately six years ago, information was received that the pacing impedances for this right ventricular (rv) lead were between 500 and 300 ohms. Then a decrease to 229 ohms was noted, along with a decrease in sensing. Approximately one year ago, information was received that the lead's pacing impedances were <200 ohms and had been low for the previous year. The capture thresholds and r-wave amplitudes were stable. No noise was noted on the lead. Boston scientific technical services (ts) discussed with the field representative that five years ago the impedances were already reported to be low. The field representative reviewed the information with the patient's cardiologist, who was then going to discuss possible defibrillation threshold (dft) test with an electrophysiology partner. No further information was available, and no adverse patient effects were reported. Further information was received that on routine follow-up the rv pacing impedance continues to be less than 200 ohms. Capture thresholds and sensing amplitude continue to be stable, and the shock lead impedance is also stable. No noise on the lead has been observed. The patient is compliant with device follow-up and no adverse patient effects have been reported. The system remains in service.